Manufacturer narrative:
The field service representative (fsr) performed visual inspections, mechanical and electrical testing on the epgs. He did not observe any issues or errors found in the data logs. However, low flow settings from the ccm was observed in the data logs. There was no voltage discrepancies found with the oxygen (o2) sensor readings. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) blender had a delayed response (by minutes) in actually changing the fraction of inspired oxygen (fio2) after being changed on the touch screen of the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via information obtained in the clinical review but the failure was unable to be duplicated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the electronic patient gas system (epgs) was calibrated without issue for a case. About half way through the cpb procedure, the team was having trouble with the response time on the epgs slider for fraction of inspired oxygen (fio2), and the actual measured point for the fio2. At the beginning of the procedure, the fio2 was changed first from 35% to 50%, and the clinicians saw a delay, then about three minutes after they moved it to 80% saw a delay of again a few minutes, and then moved it to 100% and again the response time was delayed. When the slider was at 100%, the measure was only reading about 50%. The perfusionist stated that it took about five minutes for each change to occur. The epgs did not give the perfusionist any error messages during this delayed response period. I confirmed with the clinicians that the source gas pressures were appropriate, and that they were in a normal operating range (not below 200 milliliters of flow). The team did not exchange/employ an external blender, and proceeded with the use of the epgs the remainder of the case. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm related to the event.